Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the left ventricular lead had pulled back into the right atrium. No electrical anomalies were noted. The lead was repositioned successfully on (B)(6) 2019. The patient was stable.